Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and the distal conductor fractured due to overstress. It was noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. It was also noted that the distal conductor was distorted, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that one day after implant the lead dislodged. The lead was adjusted, but approximately two weeks later the lead had dislodged again and there was no capture. This time, the lead could not be repositioned because the lead [helix] could not be fully retracted or re-extended. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the one day after implant the lead dislodged. The lead was adjusted, but approximately two weeks later the lead had dislodged again and there was no capture. This time, the lead could not be repositioned because the lead [helix] could not be fully retracted or re-extended. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.